Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual, heavy, abnormal bleeding") in an adult female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for dysuria,no pathologic endometrial thickening is seen. Concurrent conditions included fever, diarrhea, abdominal bloating, abdominal cramp, body mass index low (less than 19-24, adult), unintentional weight loss, irregular menstrual cycle, menorrhagia, hematuria, high risk sexual behavior, vaginal discharge, vaginal itching, rash, stress, celiac disease, bruising of leg, depression, chills, fatigue, chest pain, palpitations, syncope, dizziness, shortness of breath, gerd, degenerative disc disease, cervicalgia, anxiety and major depression. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since 2011 for abdominal pain, ibuprofen since (B)(6) 2015 for migraine as well as clindamycin hydrochloride (losertrin) from (B)(6) 2017 to (B)(6) 2017 and ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/cramping/abdominal pain/abdominal pain(cramping)"), menometrorrhagia ("irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and menstrual disorder to be related to essure. The reporter commented: plaintiff's husband stated that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from frequent abdominal pain and bleeding. He had to take on additional household duties as a result of his wife's temporary disability. Essure removal:the communications were in approximately (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: final diagnosis. Duodenum, biopsy: small intestinal mucosa without significant pathologic changes seen. Gastroesophageal junction, biopsy: gastric mucosa with mild chronic gastritis and focal surface denudation. Alcian blue/pas special stain is negative for intestinal metaplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure coils in place; fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received : event added menstrual disorder. Amendment: lot number received on 17-sep-2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual, heavy, abnormal bleeding") in an adult female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for dysuria,no pathologic endometrial thickening is seen. Concurrent conditions included fever, diarrhea, abdominal bloating, abdominal cramp, body mass index low (less than 19-24, adult), unintentional weight loss, irregular menstrual cycle, menorrhagia, hematuria, high risk sexual behavior, vaginal discharge, vaginal itching, rash, stress, celiac disease, bruising of leg, depression, chills, fatigue, chest pain, palpitations, syncope, dizziness, shortness of breath, gerd, degenerative disc disease, cervicalgia, anxiety and major depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2011 for abdominal pain, ibuprofen since april 2015 for migraine as well as clindamycin hydrochloride (losertrin) from march 2017 to june 2017 and ethinylestradiol;norgestimate (ortho tri-cyclen) from june 2017 to september 2017. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("unusual menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/cramping/abdominal pain/abdominal pain(cramping)"), menometrorrhagia ("irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and menstrual disorder to be related to essure. The reporter commented: plaintiff's husband stated that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from frequent abdominal pain and bleeding. He had to take on additional household duties as a result of his wife's temporary disability.essure removal:the communications were in approximately (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: final diagnosis a. Duodenum, biopsy: small intestinal mucosa without significant pathologic changes seen. B. Gastroesophageal junction, biopsy: gastric mucosa with mild chronic gastritis and focal surface denudation. Alcian blue/pas special stain is negative for intestinal metaplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure coils in place; fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, leukocytosis, nasal congestion, back pain, infection, thyromegaly, ultrasound thyroid normal, headache, foot fracture, cesarean delivery, without mention of indication, gastrointestinal infection and increased tendency to bruise. Negative for dysuria,no pathologic endometrial thickening is seen. Previously administered products included for an unreported indication: prozac. Concurrent conditions included fever, diarrhea, abdominal bloating, abdominal cramp, body mass index low (less than 19-24, adult), unintentional weight loss, irregular menstrual cycle, menorrhagia, hematuria, high risk sexual behavior, vaginal discharge, vaginal itching, rash, stress, celiac disease, bruising of leg, depression, chills, fatigue, chest pain, palpitations, syncope, dizziness, shortness of breath, gerd, degenerative disc disease, cervicalgia, anxiety, major depression and uterine prolapse. Family history included thyroiditis and gluten intolerance. Concomitant products included ibuprofen since (B)(6) 2015 for migraine as well as clindamycin hydrochloride (losertrin) from (B)(6) 2017 to (B)(6) 2017 and ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("unusual, heavy, abnormal bleeding") and menstrual disorder ("unusual menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/cramping/abdominal pain/abdominal pain(cramping)"), menometrorrhagia ("irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and menstrual disorder to be related to essure. The reporter commented: right : the spring was found to be in good position with 2 tings in the uterine cavity. Left: the coil was found to be in good position with 2 coils identified within the uterus plaintiff's husband stated that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from frequent abdominal pain and bleeding. He had to take on additional household duties as a result of his wife's temporary disability.essure removal:the communications were in approximately (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: final diagnosis. A. Duodenum, biopsy: - small intestinal mucosa without significant pathologic changes seen. B. Gastroesophageal junction, biopsy: - gastric mucosa with mild chronic gastritis and focal surface denudation. - alcian blue/pas special stain is negative for intestinal metaplasia. Hysterosalpingogram - on (B)(6) 2011: results: essure coils in place; fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure (batch no. 838571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, leukocytosis, nasal congestion, back pain, infection, thyromegaly, ultrasound thyroid normal, headache, foot fracture, cesarean delivery, without mention of indication, gastrointestinal infection and increased tendency to bruise. Negative for dysuria,no pathologic endometrial thickening is seen. Previously administered products included for an unreported indication: prozac. Concurrent conditions included fever, diarrhea, abdominal bloating, abdominal cramp, body mass index low (less than 19-24, adult), unintentional weight loss, irregular menstrual cycle, menorrhagia, hematuria, high risk sexual behavior, vaginal discharge, vaginal itching, rash, stress, celiac disease, bruising of leg, depression, chills, fatigue, chest pain, palpitations, syncope, dizziness, shortness of breath, gerd, degenerative disc disease, cervicalgia, anxiety, major depression and uterine prolapse. Family history included thyroiditis and gluten intolerance. Concomitant products included ibuprofen since (B)(6) 2015 for migraine as well as clindamycin hydrochloride (losertrin) from (B)(6)2017 to (B)(6) 2017 and ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017. On (B)(6)-2011, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("unusual, heavy, abnormal bleeding") and menstrual disorder ("unusual menstrual cycle"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain/cramping/abdominal pain/abdominal pain(cramping)"), menometrorrhagia ("irregular menstruation / prolonged menstruation"), depressed mood ("no longer happy"), asthenia ("no longer energetic"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and libido decreased ("couple's level of sexual intimacy sharply declined"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, menometrorrhagia, depressed mood, asthenia, dysmenorrhoea, dyspareunia, libido decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, depressed mood, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia and menstrual disorder to be related to essure. The reporter commented: right : the spring was found to be in good position with 2 tings in the uterine cavity. Left: the coil was found to be in good position with 2 coils identified within the uterus plaintiff's husband stated that the couple's level of sexual intimacy sharply declined after essure insertion as she suffered from frequent abdominal pain and bleeding. He had to take on additional household duties as a result of his wife's temporary disability.essure removal:the communications were in approximately (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: final diagnosis a. Duodenum, biopsy: - small intestinal mucosa without significant pathologic changes seen. B. Gastroesophageal junction, biopsy: - gastric mucosa with mild chronic gastritis and focal surface denudation. - alcian blue/pas special stain is negative for intestinal metaplasia. Hysterosalpingogram - on (B)(6)-2011: results: essure coils in place; fallopian tubes occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.